Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight unknown / not provided.

Event description:
It was reported that implant was removed due to sinus perforation. Treatment plan included sinus lift + implant #14. Upon drilling / osteotomy of the site #14, implant was displaced into lt maxillary sinus / removed.

Manufacturer narrative:
One 3i t3 non-platform switched tapered implant 5 x 8.5mm (bost585) was returned for investigation. No malfunction identified. The device could not be functionally tested for the reported failure (perforated sinus). Pre-existing condition noted on the per was unknown bone density. The reported device had been placed on tooth #14. X-ray and picture images were not provided. Appropriate documentation was reviewed. DHR review for the lot number (2021040240) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. Products was conforming at the time it left zimvie. Lot was inspected and passed all acceptance criteria by qa. All sterilization activities were conducted with no nonconformities per sterilization record (op0210). Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. Complaint history review was performed for the reported lot number (2021040240) for similar events and no other complaint was identified. Mar post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction did not occur. However, the reported event could not be verified as the exact details of event were non-verifiable. The following sections have been updated: b4: date of this report g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h3: changed "no" to "yes" h6: entered evaluation codes h10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.